Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Access was obtained via right femoral artery. The 80% stenosed lesion was located in the moderately tortuous left external iliac artery. The physician attempted to use a 8.0mmx40mmx135cm sterling balloon catheter for predilatation. During first inflation of the device, contrast radiography was leaked at 6 atmospheric pressure. The physician thought it to be ruptured and the device was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.